Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred because the image sensor unit broke or became disconnected due to stress from repeated use, external factors, or handling, or there was a defect in the electrical components mounted on the circuit board (integrated circuit chip/capacitor). The event can be detected by handling the device in accordance with the following instructions for use (IFU): "confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23). 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name:(B)(6). Medical center (documented here in it¿s entirety due to character limitations in respective field) the device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the bending section cover had a scratch. The adhesive on the bending section cover had a chip. The grip was not secured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope image was distorted. The device was inspected prior to use. The issue was found during the procedure. The procedure was completed after a 15-minute delay to replace the equipment and reconnect using another device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to damage on the charged coupled device unit, the image disappeared during angulation in the right/left directions. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.